Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported (via FDA mw5074501) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants on (B)(6) 1994 reported that she was diagnosed with rheumatoid arthritis in 2006. The patient believes the timing is not a coincidence, and that her breast implants and root canals caused her autoimmune disease. The patient reported two sets (of implants), a set 450cc mentor memorygel breast implants, and a set of unknown mentor gel implants. The patient underwent explantation on (B)(6) 2017. A device history record review of the 450cc mentor memorygel breast implants provides a manufactured date that comes after the implantation date indicated on the medwatch form. The medwatch form does not provide an implant or explant date for the unknown mentor gel implants. It is likely that the unknown mentor gel implants were replaced with the 450cc mentor memorygel breast implants sometime after the manufactured date provided, however, none of this information can be confirmed, so the information is being reported as it appears on the medwatch form. Clarification for these discrepancies is being sought out, and will be provided in a supplemental report if made available. Corresponding reports- 1645337-2018-03330, 1645337-2018-03331, and 1645337-2018-03333.